Event description:
It was reported that there were broken and frayed grip cables with da vinci products. The instrument will not be returned to intuitive surgical inc., (isi). There were no reports of patient injury.

Manufacturer narrative:
The instruments involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that there were a total of 17 instruments. The issues had not been previously reported to isi, and the instruments will not be returned to isi for failure analysis investigation. Refer to related report 2955842-2025-17906 which was submitted to capture the other 16 instruments of an unknown type with unspecified problems. This MDR is to report at least one of the instruments had a broken or frayed cable.

Event description:
Refer to h11 for follow-up information.